Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tactiflex catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported issue remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During atrial fibrillation procedure, a pericardial effusion occurred which required cardiac surgery to repair. Ablation had been done around the pulmonary veins in the left atrium. At the end of the procedure, a transesophageal echogram revealed a pericardial effusion. A pericardiocentesis was performed followed by cardiac surgery where they repaired the perforation that was located at the left atrial appendage. The patient was transferred to the intensive care unit with a drain and is stable. The physician thinks the perforation might have been caused by the ablation catheter during ablation of the anterior side of the left pulmonary veins. There were no performance issues with any abbott device.